Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable high elecsys pth stat immunoassay (pth) results for 4 patient serum samples tested on cobas 6000 e 601 module compared to the plasma sample results from their sister sites methodology. The specific methodology used at the sister site was requested but was not provided. The customer did state that the reference ranges were nearly identical, specific details not provided. Patient 1 pth serum sample result from the cobas e601 was 354.3 pg/ml. On (B)(6) 2018 the plasma sample result from their sister site was 138 pg/ml. Patient 2 pth serum sample result from the cobas e601 was 75.21 pg/ml. On (B)(6) 2018 the plasma sample result from their sister site was 45 pg/ml. Patient 2 is a (B)(6) female with a date of birth of (B)(6). Patient 3 pth serum sample result from the cobas e601 was 95.20 pg/ml. On (B)(6) 2018 the plasma sample result from their sister site was 48 pg/ml. Patient 3 is a (B)(6) female with a date of birth of (B)(6). Patient 4 pth serum sample result from the cobas e601 was 84.03 pg/ml. On (B)(6) 2018 the plasma sample result from their sister site was 34 pg/ml. Patient 4 is a (B)(6) female with a date of birth of (B)(6). The customer stated that the samples tested at their site and their sister site were from separate tubes from the same blood draw. The samples were drawn on (B)(6) 2018 at on offsite doctor's office. The serum samples were tested on their cobas e601 on (B)(6) 2018. The plasma samples were sent to their sister facility and were tested on (B)(6) 2018. The erroneous results were released outside of the laboratory. The customer deemed the results from the sister site to be correct. There was no adverse event. The cobas e601 serial number was (B)(4). The field engineering specialist was unable to find a root cause. He performed performance and precision testing. The investigation is currently ongoing.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.